Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that pre-cleaning is being performed immediately after a procedure. The endoscope is being leak tested prior to manual cleaning with veriscan leak tester. The scope is manually cleaned and its channels are brushed with an olympus single-use brush. The scope is then reprocessed using the medvators aer. There were no issues noted with the aer. The cleaning and disinfection solutions being used are revital-ox and cidex opa disinfection. The minimum effective concentration is being checked prior to each use. There is flushing of air into the channel of the endoscope with alcohol after reprocessing. The last time a reprocessing in-service was done was within the past week. However, this was not done by manufacturer. The customer conducts annual conferences at their facility. There has not been any changes in the reprocessing personnel since the last training. The reprocessing personnel has been trained on how to properly reprocess an endoscope. The scope is being stored in a drying cabinet. The scope was returned for evaluation. The evaluation confirmed the scope¿s probe unit tip was broken. There were white dots in the scope¿s image. There were third party parts, repairs and glue found on the scope¿s bending section and bending section cover. The scope failed the leak test.

Event description:
The service center was informed that during reprocessing the white tip that holds the balloon on was noted to be broken off prior to use on a patient. There was no information provided as to how or when the tip broke off. A second scope was used to complete the scheduled therapeutic endobronchial ultrasound bronchoscopy (ebus) procedure. There was no patient injury reported.